Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any findings that would have contributed to a functional issue. It was reported that the patient received a heart routine transplant on 18jul2024. No device-related issues were reported. (B)(6) was returned assembled with the pump cable severed approximately 7¿ from the pump header. A distal portion of the pump cable, including the inline connector, was returned measuring approximately 14.¿ the modular cable was not returned. The outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged to the graft hardware. The outflow graft clip was returned properly seated over the outflow graft hardware. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device captured the device function as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, and the hm 3 lvas patient handbook, rev. C are currently available. Although no device related issues were reported by the account, the IFU lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU and patient handbook also provide information regarding how to clean and care for the driveline. The IFU states, as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. The patient handbook further instructs the user to keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was transplanted. It was noted that no health hazard occurred to the patient.

Event description:
It was additionally reported that the transplant was routine.

Manufacturer narrative:
H6: codes corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.